Event description:
It was reported that this right ventricular (rv) lead was explanted due to x-ray confirmed fracture, resulting in noise and high out of range shock impedance measurements greater than 200 ohms. A new lead of a different model, was successfully implanted. No additional adverse patient effects were reported. Return of the lead is not expected. If the product is received, this report will be updated with pertinent information, upon completion of analysis.